Event description:
Reportedly, the physician suspects a fracture of the right ventricular lead due to the high impedance measured by the device and some noise recorded. A reintervention was occurred on (B)(6) 2024 and it was spotted that the lead was not correctly connected to the eno dr. The lead was reconnected to the pacemaker device and good parameters were obtained.

Manufacturer narrative:
The review of the quality documents confirmed a regular manufacturing of the device and the lead (not approved in the us). At the beginning of october 2023, a sudden increase in ventricular lead impedance values was observed, changing from value around 600 to values over 3000, associated with a loss of the ventricular capture. As shown on the x-ray picture provided, the rv is-1 lead pin did not protrude beyond the connector. According to the field, a reintervention was performed on 29 january 2024, and it was found that the ventricular xfine lead was not well connected to the pacemaker. This founding explains the electrical issues observed (high ventricular impedance and the loss of the ventricular capture). The physician reconnected the lead to the pacemaker which resolved the reported electrical issue. It should be noted that upon lead insertion into its associated port, it is important to verify that the lead tip protrudes behind the connector port, prior any screwing operation, to ensure appropriate connection of the lead by screwing the setscrew, and screwing operation prior full insertion of the lead into the port may contribute to a lead connection issue. Based on available data, no issue is suspected on the subject pacemaker or on the lead. This complaint has been recorded for trending purposes.

Event description:
Reportedly, the physician suspects a fracture of the right ventricular lead due to the high impedance measured by the device and some noise recorded. A reintervention was occurred on 29/01/2024 and it was spotted that the lead was not correctly connected to the eno dr . The lead was reconnected to the pacemaker device and good parameters were obtained.